Manufacturer narrative:
Device evaluated by MFR: a wolverine cb mr, ous 10mm x 2.50mm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon body which is an indication of a balloon leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear approximately 1mm distal of the proximal markerband extending distally across the balloon material for approximately 7mm. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was advanced to the target lesion and on the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed and no patient injuries resulted in relation to this event.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was advanced to the target lesion and on the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed and no patient injuries resulted in relation to this event.